Event description:
Discordant, falsely elevated sodium and potassium results were obtained for two samples of one patient on a dimension xpand w hm instrument. The discordant results were reported to the physician(s). Customer did not have sample to rerun so at a larger hospital another sample (sample 2) was collected from the patient and run and resulted lower. Sample 2 results were reported to the physician(s) there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium and potassium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc discovered that the customer is centrifuging patient samples outside of the tube vendor specifications and is only spinning 5 minutes versus vendor specification of 10 minutes. After evaluation the tsc specialist did not find an instrument malfunction. Quality controls were run by the customer, all of which were within range. The customer also ran all patient samples from the same day and all resulted as expected. The cause of the discordant, falsely elevated sodium and potassium results is unknown. The sample tubes being used outside of the tube vendor specifications is failure to follow instructions. This instrument is performing according to specifications. No further evaluation of this device is required.